Event description:
Hosp advised that a drug was set up to infuse at a rate of 5.0ml/hr, and user attempted to increase the rate to 6.0ml/hr. At this time the user accidentally increased the rate to 60ml/hr. The pt expired as a result of the inaccurate amount of medication administered. Hosp advised this was the result of a user error and that the pump did not cause this event. No further info was provided.